Event description:
The customer's father reported via phone call that the insulin pump was making weird noises and not delivering insulin. The customer's blood glucose was unknown. The customer had already reverted to manual injections. The customer explained that he heard weird clicking sounds from the motor of the insulin pump. The customer was unaware of how this damage may have occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor relay. The insulin pump was programmed with multiple bolus units and performed motor rewind. The insulin pump functioned properly. No rapid clicking noise anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.